Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 554mg/dl. The customer treated with insulin. Customer indicated that their doctor has not been contacted and their blood glucose value was 218mg/dl a few hours after the 554mg/dl. Troubleshooting was performed and found that the customer did not connect the sensor to the transmitter and assisted customer with this. Customer indicated that the transmitter is working correctly and no further assistance was necessary.